Event description:
While attempting placement of epidural catheter, resistance was noted. When attempting to remove catheter from the introducer needle, more resistance was noted. The introducer needle and the catheter were removed. Another introducer needle was placed and another epidural catheter placement was attempted. Again resistance was noted. When attempting to pull the epidural catheter back through the introducer needle, approximately 1-2 cms of the tip was noted to break off, most likely remaining in the patient's back.